Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed using a replacement device. The cause of the resistance was not determined.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (228859804). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline encountered resistance in the phenom catheter during retrieval. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6.2 mm and a 4.8 mm neck diameter. Landing zone: distal: 4.17 mm and proximal: 3.9 mm. The accessed vessel was the femoral artery with a diameter of 8.1 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the stent got stuck and could not be pulled out during the re-retrieval process. It was reported there was catheter resistance in the distal section. It was reported the pipeline was stuck (locked up) in the catheter or resistance in the catheter occurred in the distal section. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. There was no pushwire damage observed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ as found condition: the pipeline flex and phenom 27 catheter were returned inside a bio-hazard bag, and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex and the catheter were found to be damaged. The observed damage on the catheter (accordioning), braid (fraying), and hypotube (stretching) indicates that high force was likely used. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of the continuous flush with heparinized saline during the procedure. However, the customer reported that the vessel tortuosity was moderate, and the continuous flush was used during delivery, which rules out these factors as potential causes. The root cause of the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.